Event description:
It was reported that the patient stated the batteries are "power switching", premature toggling of power sources back and forth. Critical battery alarms were also displayed. There was also a loose connection on port number one. Upon inspection, it was noted that there seems to be more give on port one when power sources are connected. Site elected to change controller due to connection issues.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Also controller will not be returned to manufacturer for review. Log files sent to evaluate for power switching. While no switching was noted on the log files, two batteries were noted to be potentially faulty. Product remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united states that the patient was experiencing multiple events of power switching, critical battery alarms, and a loose connection on port 1 of the controller. Preliminary analysis of the log files revealed no instances of power switching but two (2) batteries showed to be potentially faulty. There was no reported patient injury related to this event. The site replaced the controller and elected to dispose of the old one. A review of the devices' incoming inspection records indicated that the unit met all the internal requirements prior to the quality assurance release process. Analysis of controller log files confirmed multiple critical battery alarms within weeks of the reported event. The most probable root cause of the reported "power switching" event can be attributed to a communication error between the controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) was not returned. (B)(4).